Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit. This event occurred during use, while the patient was connected in dwell 2 of 4. The technical service representative (tsr) had the home patient (hp) cycle the power to the machine. The hc alarmed se 2367. The tsr had the hp check if he had any open clamps on the unused supply lines. The hp stated that he did have open clamps on unused supply lines. There was patient involvement and there was no patient injury or medical intervention associated with this event. Follow-up was conducted with the patient on (B)(4) 2012. The patient confirmed that he did have open clamps on the unused supply lines and stated that he disposed of supplies and started over with new ones. The patient is okay and has continued with his therapy and has not encountered any other issues.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. A labeling review found the patient at home guide to be adequate for the prevention of the use/user error related to this incident. This issue is being investigated through CAPA.